Event description:
This pt was implanted with the argus ii device on (B)(6) 2012. This pt is participating in a post-market study of the argus ii. On (B)(6) 2014, the physician observed that the pt had a recurrence of conjunctival erosion at the coil region. On (B)(6) 2015, the pt underwent revision surgery during which the coil was covered with epithelial tissue from the conjunctiva and the temporal portion of the inferior rectus muscle. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted. The co is submitting this MDR to ensure for compliance with 21 cfr part 803.